Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and battery out limit alarm. Customer's blood glucose reading was 298 mg/dl. Customer replaced device with a new battery and the buttons do not work. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer can't clear the weak battery and battery out limit alarm because of the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to verify battery out limit or weak battery alarm due to button keypad anomaly. The insulin pump had cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and minor scratched display window.